Event description:
Pt received an endeavor rx drug-eluting stent during index procedure. Approximately 1 week post stent implant, it is reported that the pt suffered a q-wave mi. A stent thrombosis was reported to have occurred on the same day. The pt under underwent a re-pci.

Manufacturer narrative:
(B) (4). Results: mi, stent thrombosis, revascularization.